Manufacturer narrative:
N/a.

Event description:
A customer in australia reported that on a patient's left eye (od), an iris prolapse initially occurred and the surgeon sewed up that first main incision. The surgeon made a second main incision superior, proceeded with treatment and then noticed a corneal-wound burn.

Manufacturer narrative:
B4: added date of this report g3: added "date received by manufacturer" g6: type of report, selected "30-day" and "follow-up" h2: if follow-up, what type? , selected "device evaluation". H3: updated to "yes". H6:added type of investigation "10, testing of actual/suspected device". Updated investigation findings to "213, no device problem found". Updated investigation conclusions to"4310- cause traced to non-device related factors" and '19-cause traced to user".